Event description:
It was reported that the patient contacted support due to elevated blood glucose levels, which measured 350 mg/dl after announcing a meal. The patient¿s glucose rose to 360 mg/dl, and although they changed their infusion set while at 340 mg/dl, levels later increased to 355 mg/dl. The patient was using steel infusion sets and confirmed seeing drops during fill tubing with no signs of cartridge leakage. The patient was informed that their glucose could have risen due to being disconnected from the device during the site change. The glucose trend arrow was initially horizontal, and follow-up was planned to assess glucose progression. During follow-up, the patient¿s glucose measured 345 mg/dl with a horizontal trend arrow. A manual glucometer check showed 314 mg/dl, and the patient entered the reading to calibrate the sensor, after which levels began trending downward. A later follow-up showed glucose at 290 mg/dl with a horizontal arrow, and the patient felt comfortable continuing without further calls. The patient¿s blood glucose levels were affected, reaching a high of 360 mg/dl and remaining outside the 70¿180 mg/dl range for approximately four hours. Back-up therapy was used. No ketone testing was performed, and the patient reported having received a cortisone injection about a month earlier. No professional medical intervention or additional assistance was received, and no immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.